Event description:
It was reported they were unable to establish telemetry on (B)(6) 2013 when interrogating the pump. The pump was originally placed sub-fascial as the patient is very thin therefore it was not believed that the pump would have flipped. On (B)(6) 2013, the patient began experiencing itching and increased tone. There were no pump alarms noted and the patient¿s next refill date was (B)(6) 2014. Additional information reported that troubleshooting was done per phone with the physician and he could not get telemetry. There was no emi present. Another 8840 programmer was used the following day to interrogate the pump and it was able to do so without any difficulty. The catheter and pump were replaced per the neurosurgeon. The patient was doing fine and was having less spasticity. The managing physician was turning the pump down and adjusting the dose. The pump was delivering lioresal concentration 2000 mcg/ml; 276mcg/day.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j11005r03, implanted: (B)(6) 2002, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information: it was stated that the pump was replaced to avoid in-vivo battery depletion, the patient¿s pump was prophylactically removed and replaced on (B)(6) 2013. There was no patient injury and the patient had recovered without sequela. It was also noted that rotor and dye studies were not performed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that when they replaced the pump in 2013 the healthcare professional (hcp) told the patient that the reason they changed the dosage was because the previous pump ¿wasn¿t working right¿ and also stated that ¿someone¿ said that the ¿pump was working fine and it was the patient who was showing signs that it wasn¿t fine.¿ the patient didn¿t remember the symptoms but stated ¿she was probably tight and couldn¿t walk.¿ the patient was redirected to the hcp.

Manufacturer narrative:
Returned for analysis was the pump and the catheter. Analysis of the pump revealed no anomaly, normal device function. Analysis of the catheter revealed a hole on the catheter body. Leaking was seen during testing at the hole area and at the connector (model 8709 pump connector leaked between the metal pin and the white material).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.